Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis, with a blood glucose reading of 600 mg/dl. Prior to the event, the customer felt ill and had not bolused during the day. The customer thought he had food poisoning. After being admitted, the customer was diagnosed with pneumonia. Troubleshooting was performed, and the time was incorrect. Found motor error and other alarms in the alarm history. There were no supplies available to conduct the displacement test at the time of the call. Advised that the insulin pump would be replaced due to the alarms. Nothing further was reported.